Event description:
Parent reported the menu button on the infusion device works intermittently, and "sw version v1.06" appeared on the display when priming an infusion set. The infusion device was requested for evaluation. No physiological effects were reported, and the patient did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Manufacturer narrative:
The complaint can be verified. The menu button does not respond. There are particles inside the housing of the menu button. The particles isolate the area of contact inside the button housing, and due to this problem, the menu button does not respond and is without function.